Event description:
Event description cpi received information that after the implantable cardioverter defibrillator (ICD) delivered a shock to the patient, it could not be interrogated and began to emit a constant tone. During the replacement surgery analysis of the chronic lead system noted acceptable impedance readings. The ICD was removed and replaced. The lead system remains implanted and active with the replacement device.